Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. Analysis of the recharger found the antenna was defective. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the recharger did not work and the cable was broken. The patient experienced a loss of stimulation and therapy. The implantable neurostimulator (ins) was discharged because of the broken recharger so the patient was hospitalized. The cause of the event was normal use. No surgical intervention was taken or planned. The recharger was replaced and the patient was currently fine. The ins worked well and the patient was fine with stimulation. The issue was resolved and the patient was alive with no injury. The patient¿s indication for use is dystonia.